Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there has been a gradual rise in capture threshold and an increase in impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.